Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated creatinine result generated on the alinity c processing module on a patient. The following results were provided: on (B)(6) 2023 sid (B)(6)creatinine = 1231.6 mol / 76.8 mol. No impact to patient management was reported.

Manufacturer narrative:
During the subsequent site visit by the technical support specialist (tss) the analyzer was inspected, and various diagnostic checks of the system, cleaning, and parts replacement were performed (sample probe and pm sensor). A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the site visit by the tss. The alinity systems operations manual addresses sample results observed problems for erratic results. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no systemic issue or deficiencies were identified.

Event description:
The customer reported a falsely elevated creatinine result generated on the alinity c processing module on a patient. The following results were provided: (B)(6) 2023 sid (B)(6) creatinine = 1231.6 mol / 76.8 mol. No impact to patient management was reported.